Event description:
It was reported that during an emergency procedure a vascular catheter was inserted through the internal jugular vein and hemodialysis was performed. It was thought that the catheter might have interfered with the right ventricular (rv) lead. It was reported that the rv lead exhibited possible fracture, loss of capture, impedance that was high and undefined, high threshold and oversensing, and noise was noted on the electrogram (egm). There was a change of settings. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.